Event description:
During percutaneous coronary intervention in an unidentified lesion, it was reported there was a friction within the gc. Therefore, the physician removed the stent and confirmed the stent flared at the proximal end. Add'l info has been requested. This product is available for testing and evaluation but the engineering report is not available as of this writing. Add'l info received will be submitted within 30 days upon receipt. Please note that this product, (cjs23250, lot no. I 0206148), is not distributed in the united states. However, it is similar to the united states distributed product, cxs23250.